Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer changed the infusion set and cartridge to resolve the issue and resumed insulin. The customer reported using the cartridge over 48 hours with humalog brand insulin, they were educated on proper cartridge usage by tandem technical support. Further assistance was declined.